Manufacturer narrative:
Additional information: the surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Patient demographics provided. Correction: a medtronic representative reported that the issue occurred during a spinal fusion rather than outside of a procedure as previously reported. A medtronic representative went to the site to test the equipment. The representative confirmed that the file system on the imaging system was corrupted and that re-installation of the application software resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not start up. No additional information was provided. There was no patient present when this issue was identified.